Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a short circuit was observed after implantation between electrode channels 1 and 5. There was no event problem during the case but a kinking upon 1st insertion, 2nd insertion was unremarkable. Approximately 6 months after, the pt has been implanted and he reports little to no hearing abilities. The pt expresses frustration with his level of performance compared to the level of performance anticipated for him to have achieve at this point. There are short circuits between channels 1, 3 and 5. All other channels ok and within normal limits. The complaint was closed out, the patient will continue routine follow-up. There are no plans to revise as the pt is performing the same and appears to be stable. The complaint was re-opened in 2009, upon receipt of info that the pt had been re-implanted in 2009.